Manufacturer narrative:
The model# was not provided.

Event description:
The customer tested her blood glucose using 2 contour next link meters and received readings of 148 and 67 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.